Event description:
On july 3, 2008, the lay-user/reporter contacted lifescan alleging that a one touch ultramini meter was reading inaccurately high. The pt tests her blood glucose 6 times a day. She testes at mealtimes. The pt takes lantus insulin and sliding-scale humalog insulin based on her meter readings. The reporter claimed that the alleged meter issue started approx four months earlier. He claimed that after the issue began, the pt encountered 2 hypoglycemic episodes where the paramedics were contacted. The pt did not know any meter readings that the pt obtained prior to suffering the hypoglycemic events. However, he believes that the pt took insulin based on inaccurate high meter results prior to developing the symptoms. In each case, the reporter stated that the pt felt low, and was twitching and shaking. Also, in both instances, the reporter claimed that the pt suffered seizures and lost consciousness due to being low. He reportedly tested the pt's blood glucose while she was symptomatic during each event and got meter readings in the "80's and 90's" mg/dl. He also tried to give her glucose tablets and orange juice but was unsuccessful since she was "convulsing." Within minutes, the paramedics arrived in both cases and tested the pt's blood glucose using an emt meter. In one case, the paramedics obtained a result "below 20mg/dl." She was treated successfully with glucose gel. In the other case, the paramedics got a result "in the 30's mg/dl and the pt was treated with IV glucose. The reporter stated that the pt was not taken to a hospital after each event occurred. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers. It is not known if she was cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The pt's reported meter readings did not correlate with her symptoms/treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.